Event description:
It was reported when using the bd vacutainer® one use holder there tube was tight in the holder. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "underfill of the 2.0ml naf glucose tubes. Venepuncture performed using flash back needle."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder there tube was tight in the holder. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: there was "underfill of the 2.0ml naf glucose tubes. Venepuncture performed using flash back needle."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-jun-2022. H6: investigation summary bd received 3 samples from the customer in support of this complaint. The samples were visually inspected and functionlly tested with no issues being identified. Additionally, 10 retention samples from the bd inventory were visually inspected and functionally tested with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode with the samples received and could not be duplicated in the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.